Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that, during demand pacing to the patient, the pacing rate was 60bpm but the hr (heart rate) count was under 60bpm. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.